Event description:
A malfunction was reported on the pump after being dropped, resulting in a shattered screen. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a pump replacement to resolve the issue.